Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for blood return issue since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the 5fr cordis sheath was used for a diagnostic procedure when the physician attempted to locate the arteriotomy the angio-seal arteriotomy locator did not return a steady stream to indicate true entry into the lumen of the common femoral artery (cfa). The device was inserted to the hub and still the return was drips. The device was removed, and the alignment of the dilator and sheath were confirmed, and holes confirmed. A 6/7fr mynx was used to close the site. No complications noted. The physician did note that the patient's bmi was high. Diagnostic angiogram was completed successfully. The patient was sent to recovery. There was no patient injury, medical/surgical intervention required.